Event description:
A customer reported an incorrect pump bolus calculation noticed before delivery confirmation. The customer's blood glucose level dropped to 42 mg/dl due to the issue, leading them to take a glucose injection. There was no need for third-party assistance. Technical support educated the customer on correction bolus calculations, but the customer did not acknowledge that the calculation was correct after considering insulin on board. It was confirmed that the correction factor settings were different in comparison to the correction factors during the day which may have resulted in the alleged bolus calculation issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.